Manufacturer narrative:
Device manufactured between april 10, 2019 to april 12, 2019. The device was received for evaluation containing approximately 60 ml of fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issues noted. The returned intermate device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume intermate. The intermate was setup for patient infusion; however, after approximately 10 minutes it was discovered that the device had not infused any medication. There was no patient injury or medical intervention associated with this event. No additional information is available.